Manufacturer narrative:
Results: the penumbra smart coil¿s (smart coil) embolization coil was intact with the pusher assembly, had offset coil winds, and had extensive knotting. The knots in the smart coil¿s embolization coil could not be unknotted by the penumbra investigator and prevented the smart coil from being re-sheathed. Conclusions: evaluation of the returned smart coils revealed the first, second and third smart coils¿ embolization coils had offset coil winds. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and offset coil winds may occur. The offset coil winds caused resistance when advancing the first smart coil during functional analysis. The third smart coil's introducer sheath had dried blood that could not be flushed out; therefore, a demonstration introducer sheath was loaded onto the pusher assembly. The offset coil winds caused resistance when advancing the third smart coil during functional analysis. The second smart coil¿s embolization coil was extensively knotted. This damage was likely incidental and likely occurred after removal of the smart coil from the procedure. The second smart coil could not be re-sheathed due to the knots in the embolization coil, therefore, functional testing could not be performed, and the root cause of the reported resistance while advancing the second smart could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01786, 3005168196-2017-01788.

Event description:
The patient was undergoing a coil embolization procedure to treat a major aortopulmonary collateral artery (mapca) using penumbra smart coils (smart coils). During the procedure, the physician placed two smart coils into the target vessel using a non-penumbra microcatheter. After introducing the introducer sheath of a new smart coil through the hub of the microcatheter, the physician encountered resistance as the coil was beginning to advance into the microcatheter. Subsequently, the coil was unable to advance into the microcatheter and was removed inside the introducer sheath. Next, a new smart coil was opened and was deployed and detached into the target vessel without an issue. Thereafter, the physician introduced the introducer sheath of two new smart coils through the hub of the microcatheter but encountered resistance and was unable to advance the coils at all. Therefore, both smart coils were removed inside their introducer sheaths and the procedure was completed using additional coils and the same microcatheter without any further issue. There was no report of an adverse effect to the patient.